Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and discovered that the customer was scanning the network and equipment, and this was causing the issue, once the customer stopped scanning the issue went away. The device was confirmed to be operating per specifications, and the issue went away once the customer stopped scanning. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there were intermittent wave dropouts throughout the hospital. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.